Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, prior to the patient being transferred from the operating room, the right atrial (ra) lead noted failure to capture at maximum outputs. The patient complained of chest pain and discomfort. Haemodynamic collapse was revealed. Transthoracic echocardiography suggested a significant pericardial effusion and a pericardiocentesis was performed. Following the pericardiocentesis, the ra lead was successfully repositioned. No additional adverse patient effects were reported.